Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that the customer mistakenly pulled out the rotaflow drive (rfd) cable while the power was on during the daily inspection. The rfd cable was reconnected, and the device was turned on again and the rpm´s (revolutions per minute) was over 1000rpm, the "head error¿ appeared. No patient was involved. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6). The technician was able to confirm the reported "head error". The rfc control board pcba (printed circuit board assembly) kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in japan. It was reported that the customer mistakenly pulled out the rotaflow drive (rfd) cable while the power was on during the daily inspection. The rfd cable was reconnected, and the device was turned on again and the rpm´s (revolutions per minute) was over 1000rpm, the "head error¿ appeared. No patient was involved. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.